Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate broke after delayed union of distal tibia fracture. The patient was full weight bearing and plate broke at 3rd combi-hole in shaft. The surgeon revised with a locking compression plate distal medial tibia plate and demineralized bone matrix. Patient outcome was reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.